Manufacturer narrative:
The expiration date provided was not valid, so the manufacture date could not be determined.

Manufacturer narrative:
The expiration date of the control solution, 08/31/2016 and manufacture date 02/01/2015, were not provided on the initial report.

Event description:
The customer received a control result of 247mg/dl on the contour meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Control solution is to be returned for evaluation. New strips, meter and control were sent to the customer.